Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer used cold insulin to fill cartridge. Reportedly, the customer required assistance changing their cartridge and delivering a correction bolus to address bg level. The customer discussed the reported issue with a clinical support specialist. Recommendation was made to discuss diabetes management with a health care professional. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
Device not returned.